Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit went to vent inoperative at turn on. The customer reported that there was no patient involvement.

Manufacturer narrative:
Customer confirmed the reported complaint. Customer identified that the power supply board is causing the unit to go ventilator inoperative. Through follow-ups, customer stated that parts are so expensive; therefore, customer is not going to replace the part. Unit will be scrapped. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.

Event description:
The customer reported that the unit went to vent inoperative at turn on. The customer reported that the unit was in use on a patient, but there was no harm to the patient.